Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo noted one image of a a black tri-staple radial reload, a purple tri-staple radial reload, a 45mm purple articulating tri-staple reload, and a short stapling handle. The jaws of all reloads were open. Fully formed staples were visible proximally on the staple cartridge of the 45mm purple articulating tri-staple reload. Staple pushers were up distally on the cartridge of the 45mm purple articulating tri-staple reload. The staple cartridges of both radial reloads were not visible. The jaws of the visible reloads had no visible damage or misalignment. No visual abnormalities were observed. It was reported that the jaws were damaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigradxt, tri 2.0 sigradxt rad xtra thk 15mm, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an open procedure, the jaws of one purple and one black radial reloads broke. The two sides of the jaws of the black radial reload were misaligned. After the second radial reload failed, the surgeon opened a powered stapler and used a straight black reload and was able to transect the tissue successfully.